Manufacturer narrative:
Result of investigation: the customer's statement "optics defective, blurred" cannot be confirmed. Upon inspection of the optics in relation to the customer's statement, no defect could be found. The optics produce clear images with good depth of field. When focusing through the individual lens sections, isolated minimal foreign particles were detected, but these have no negative impact on the image quality. No further damage to the optics was detected during the inspection. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that optics is defective, blurred. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).